Event description:
Report received of a complete tubing separation. It was reported that a patient required a blood transfusion. The patient had a peripheral IV site with a primary line of saline. A blood secondary set was primed with saline and blood, and connected to the primary line. There were no reported leaks noted during priming. At some point after the start of the transfusion, the patient noticed blood leaking, and called for the clinician. The clinician responded and noted that the tubing was completely separated at the distal end of the filter chamber, and it was reported that 165cc of blood from the bag had dripped onto the floor. The bag and the tubing were changed, and the transfusion resumed with no further problems. There were no reported adverse effects to the patient. Additional information was requested, but no further information was provided.